Event description:
The consumer reported their thermometer was giving a false negative reading. The device was reading in the normal range, while a different underarm thermometer gave a reading that was 2-3 degrees higher. The consumer took her infant to the doctor where her temperature was taken and it was confirmed they had fever. There were no complications from the incident, and the child is doing fine.